Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a pump reset, which successfully resolved the issue, allowing the sensor session to be started without further errors.